Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4461 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that there was post ventricular pace t-wave oversensing (twos) from the right ventricular (rv) lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.